Event description:
On (B)(6) 2012, the reporter contacted animas, alleging an intermittent power issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012, with the following findings: review of the black box shows no evidence of power on resets. No damage was found to the returned battery cap or battery compartment. The returned battery cap was able to fully tightened. A battery cap functional test was performed and no battery cap connection defects were observed. The pump was exercised for 24 hours with returned battery cap, no power interruptions were duplicated during this time. The battery cap contact height and width was found to be in specifications. There was no defect found. Unrelated to the complaint, evaluation revealed a scratched display screen, which has no effect on insulin delivery function.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.